Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button on the insulin pump was stuck in place during a bolus delivery attempt. His blood glucose level was 179 mg/dl. The customer also received a battery out limit alarm after removing the battery for longer than allowed by the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Insulin pump received with an intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.